Manufacturer narrative:
The reported event of an obstruction in the atrial chamber of the header was confirmed. Dislodged spring in the atrial chamber of the header was observed. Manufacturing investigation found an issue related to manufacturing.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023 in which the atrial lead could not be advanced into the implantable cardioverter defibrillator (ICD) header. Blockage was noted in the header so the device was not used and replaced within the same operation. Post-procedure there were no patient consequences.